Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8256300. Our records show that this is the third instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The samples provided had a leakage test performed on them and none of the 10 were found to have any leakage. The probable root cause for this complaint was found in a previously investigated complaint where an over application of force by a component in the manufacturing machinery was the cause. To prevent the reoccurrence of this issue our facility has replaced this metallic component with a teflon replica, and we have implemented a pressure regulator to reduce the pressure being applied to an optimum quantity.

Event description:
It was reported that four bd pegasus¿ safety closed IV catheter system leaked at the joint of the connection and the extension tube after penetration. Customer¿s verbatim: ¿ it's been noticed during the infusion that there was leakage occurred at the joint of the connection site and the extension tube immediately after penetration. ¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that four bd pegasus¿ safety closed IV catheter system leaked at the joint of the connection and the extension tube after penetration. Customer¿s verbatim: ¿ it's been noticed during the infustion that there was leakage occurred at the joint of the connection site and the extension tube immediately after penetration. ¿